Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope under a non-defective RMA. The endoscope was returned as part of a system de-installation. During visual inspection, damage was found at the distal end. The distal window located at distal tip was visually inspected and found cracked. Component has a broken or detached piece in a location that could potentially fall into the patient. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components.

Event description:
During visual inspection of 30-degree endoscope serial number (B)(6), returned under non-defective RMA for system de-installation, the failure analysis technician identified a detached/missing fragment at the distal end. No customer complaint was reported; however, this observed condition represents a potential product issue.